Event description:
(B)(4). This spontaneous case, reported by a consumer with additional information received from the initial reporting consumer, concerns (B)(6) old, caucasian female patient. Medical history: type I diabetes, fibromyalgia, depression, cardiopathy, high ocular pressure which was diagnosed later as glaucoma and cataract (it was reported that the patient presented vision in luminous ray and insect images). The patient underwent x-ray of the eye and was prescribed with an eye drops to the high ocular pressure. The concomitant medications included: brimonidine tartrate for glaucoma, losartan, atenolol and amlodipine for hypertension, sodium lauryl sulfate + sorbitol for cardiovascular disorder, indapamide as diuretic, ranitidine and an unspecified medication called t4 for hypothyroidism, hydroxychloroquine sulfate for fibromyalgia, fish oil for strengthening the body, calcium + cholecalciferol and clonazepam for unknown indication of use, escitalopram for depression, simvastatin for triglycerides and insulin human injection, isophane for type I diabetes. The patient took human insulin (rdna origin) nph (humulin n), via syringe, 60 iu, twice daily (at morning and at evening), subcutaneously, for treatment of type I diabetes beginning approximately in 2006 and since 2011 the patient received the human insulin via reusable pen. Also, the patient received clopidrogel 75mg daily for unknown indication of use and start date. On unspecified date, unknown time after beginning the treatment with human insulin nph via humapen luxura unknown pen body type (lot number 0803806) the patient experienced hypoglycemia and as corrective treatment she received glucose intravenously. The hypoglycemia was considered serious due to medically significant reason by the company. On unspecified date the patient experienced ischemia and, due to this, in 2006 the patient had a stent implanted. The patient underwent scintigraphy test in 2006 and 2008 but the results were not provided. In 2010, four years after the stent implantation, it got clogged, however, it did not affect the cardiac circulation because according to the reporter new blood vessels grew up to replace the clogged stent. The physicians recommended her a bypass surgery however her family did not allow her to undergo this procedure. The events of ischemia and stent clogged were considered serious due to medically significant reason by the company. On unknown date, the patient experienced pain, redness and burning feeling at injection site in thigh, which caused her difficulty to put anything on the thigh and when the injection was made in the leg, it was painful and with hematoma and according to the reporter consumer, the patient did not recover from hematoma. On unknown date, the patient experienced intra-abdominal lumps and hematoma when injected the human insulin nph in abdomen and for this reason she was afraid to inject it in abdomen. According to the reporter, on unspecified date, the patient experienced injury and bleeding at injection site that trickled from abdomen until her legs and also the patient experienced sequels in the legs and knees described as dark and purple spots. On unspecified date, during 15 days the patient was confused with the prescribed dose of 2iu and she was injecting 20 iu of human insulin nph. No information about corrective treatment or the outcome of this event was reported. According to initial reporter, due to this the patient experienced several episodes of hypoglycemia and in one of these episodes she felt bad and went to the hospital and kept under observation; due to this hypoglycemia she was without oxygen in brain and talked nonsense things (the patient was at the hospital for less than 24 hours). In another time, she experienced hypoglycemia, fell in the street and was rescued by firefighters. Also, it was reported that she experienced hypoglycemia and felt bad during the night and could not see anything, so she drank a sweet juice to recover. The episodes of hypoglycemia as well the lack of oxygen in the brain, talked nonsense things, fall and could not see anything were considered serious due to medically significant reason by the company. On unknown date, the patient did not have sensitivity in soles of feet beyond she experienced hypertension. As corrective treatment, she administered diclofenac potassium and an unspecified medication reported as heparil, and arnica montana on the injection site of human insulin nph. The patient did not recover from burning sensation at injection site, injection site redness, injection site painful, intra-abdominal lump when injected in abdomen and from stent get clogged and the outcome of the other events were not provided. It was reported that patient reused the same needle four times and on (B)(6) 2013 her granddaughter dropped the humapen luxura unknown pen body type (lot number 0803806) on the floor two subsequent times and since then the injection screw was jammed. After the problem with her device, no adverse event was reported and the patient restarted injecting the insulin via syringe (associated to product complaint number (B)(4)). On (B)(6) 2013, the patient felt very bad due to hypoglycemia, the patient started having difficulty to see and had tremors. On the occasion the patient measure her glycemia that was 75 (unit not provided).this event did not result on the reduction of the dose neither corrective treatment was received. The treatment with human insulin nph was continued. The device was operated by patient and she was trained by patient support program. The patient had used this device model and the reported device for two years. The return of the device was not expected. Since the device is not being returned, evaluation for a malfunction is not possible. The reporting consumer related the injured and bleeding at injection site with the treatment with clopidrogrel, the events of dark/purple spots in the legs and knee and lack of sensitivity in soles of feet with the type I diabetes disease however the rationale was not provided. The consumer related the lack of oxygen due to hypoglycemia related to the increased dosage injected of human insulin. No other relatedness opinion was provided. Update (B)(4) 2013. Follow up received on (B)(4) 2013 from initial reporting consumer. Added date of birth, ethnicity, weight and height, glaucoma as medical history, indication of human insulin nph, humapen luxura unknown pen body type device as suspect device and clopidogrel as suspect product, concomitant medications, arnica montana as corrective treatment, ischemia, episodes of hypoglycemia, without oxygen in the brain, talked nonsense, fall, could see nothing as serious events and hematoma at injection site, injury at injection site, bleeding at injection site, dark and purple spots in the legs and knee, lack of sensitivity in soles of feet and hypertension as non serious events. All corresponding fields and narrative were updated accordingly. Edit (B)(4) 2013. Upon internal review, minor corrections were made in the narrative. Edit (B)(4) 2013. Upon internal review, minor corrections were made in the narrative. Update (B)(4) 2013: additional information received on (B)(4) 2013 from initial reporter. Updated indication for use of suspect drug to diabetes type I; added non serious event of accidental overdose and cataract, and serious event of ocular high pressure; corrective treatment and exams were updated. Narrative and corresponding fields were updated accordingly. Edit (B)(4) 2013: upon internal review on (B)(4) 2013 the events of high ocular pressure and cataract were deleted and captured as medical history of patient. Added humapen luxura unknown pen body type batch number in narrative. Narrative and corresponding fields were updated accordingly. Update (B)(4) 2013: upon review of this case on (B)(4) 2013, the case was opened to update the medwatch fields. Update (B)(4) 2013: additional information received on (B)(4) 2013 from the global product complaint database added the device specific safety summary; and updated the medwatch and EU/ca fields.

Manufacturer narrative:
Evaluation summary: a patient reported that her humapen luxura device fell on the ground twice and the injection screw jammed, so would not push the plunger. She experienced hypoglycemia and pain, redness, burning and bruising at the injection site when using the device. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Due to unclear timing of the adverse events described in the complaint narrative, it is unknown if there is a relationship between the reported adverse events and the alleged defect with the device. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient reuses needles. This may not be relevant to the complaint of hypoglycemia.